Event description:
Nurse stated that this customer went to the hosp with high bgs and the doctor found that the neck of the reservoir had broken off and insulin was leaking inside the pump, instructed the nurse that company would have to troubleshoot the pump before going back on it.